Event description:
A consumer reports that she suspects she may be allergic to her intraocular lens (iol) that was implanted nearly three years ago. Three to four months out of every year she has recurring eye infections. She does not have pain, blurring or itching but has tearing and a glue like film in the eye. She has received treatment medication. Her surgeon told her that her symptoms are related to her eyelashes, not the iol. She has no history of allergies that she is aware of. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested 02/05/2009, 02/09/2009, 02/23/2009 and 02/26/2009 by phone, fax and mail. A completed questionnaire has not been received.